Event description:
It was reported that, "implant insert with stem inserter 1601-1600. Inserter removed without incidence. As surgeon closed wound, small fragment of knurled ring was found in wound. Examination on stem inserter showed fragment was part of knurled sleeve that grasps implant."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.